Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. The IFU statement: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Manufacturer reference file # (B)(4).

Event description:
Customer reported that the alarm does not sound when weight is removed from the sensor pad. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm was reported. There was no pt incident or injury reported.